Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing was observed. Upon interrogation, noise leading to inhibited pacing was noted. Noise was not reproducible through myopotential testing. Patient was asymptomatic. Programming changes were suggested but not made. Patient will continue to be monitored.

Event description:
New information received notes that programming changes were made. Patient was fine.